Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that the patient had another inappropriate shock due to t-wave oversensing via varying amplitude premature ventricular complexes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. Office testing found all three sensing vectors failed. The patient has received inappropriate shocks in both the alternate and secondary sense vectors. Technical services advised some options. There were no additional adverse patient effects. The system remains implanted.